Event description:
The incident was reported as: the staples are jammed. The defect was identified during an operation. No pt injury or intervention reported.

Manufacturer narrative:
The device sample has been requested for eval but not received yet. The investigation results are not available at the time of this report.